Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 23 previously reported events are included in this follow-up record. Product return status: 9 devices were received. 14 devices were not available for evaluation.

Event description:
This report summarizes 23 malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 14 events were originally reported for this failure mode during the reporting quarter; however, 9 events were inadvertently excluded. 23 reported events are included in this follow-up record. Product return status: 9 devices were received. 9 devices were not available for evaluation. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 23 malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 3 devices were received. 3 devices were not available for evaluation. 8 device investigation types have not yet been determined. Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.